Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found leak instrument channel; deep scratches at distal end; bending section cover glue was cracked; forceps passage had leak instrument channel; image evis had foggy image after aeration; images on olympus endoscope system had foggy image/ image guide breakage; ultrasound medical image had broken 2 elements; insertion tube had dents; control body had fluid/dry after aeration; scope connector had fluid/ dry no corrosion after aeration; ultrasound medical connector had fluid/ dry after aeration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.